Event description:
Homecare pt was being fed using a pump for a night feeding. An unknown amount of an enteral feeding solution was hung, and the pump was set to deliver 40 ml/hr. Reporter stated the pump delivered the feeding 2 hours early. Following the event, the pt awoke with nausea and vomiting. There was no illness, injury or medical intervention resulting from the event. One pt involved.